Event description:
During tevar procedure medtronic valiant navion device malfunctioned during deployment. Portion of handle disassembled, deployment was successful. From the operative note: next, the proximal device a medtronic nevi on a 46 x 46 x 218 mm, was advanced from the left femoral access over the double curve lunderquist wire into the proximal descending thoracic aorta and on sheath successfully. However, with release of the proximal constraining mechanism of the covered seal portion of the device the device was not successfully released. Therefore, the back portion of the delivery system was manually exposed and with multiple movements forward and backward of the inner cannula of the delivery system ultimately the proximal covered seal portion of the device was able to be successfully deployed. The entire delivery system was then successfully removed over the lunderquist wire and a 20 french sheath was advanced over the lunderquist wire into the left common femoral artery.